Manufacturer narrative:
(B)(4).h6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a new sensor prompt occurred. The sensor was inserted into the arm, which is off-label use of the device, on (B)(6)2023. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a new sensor prompt occurred is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.